Event description:
It was reported by the customer's mother that their insulin pump was alarming no delivery. Customer stated that they've attempted to resolve issue and declined troubleshooting. Customer's blood glucose level was 167 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.